Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. (B)(4).

Event description:
It was reported that during a lap hysterectomy procedure, the white tissue pad came off and fell into the abdominal cavity. It was retrieved. Another instrument was used to complete the procedure with no patient consequence.